Manufacturer narrative:
The reported field event of failure to interrogate and premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. During the visit, the pacemaker could not be interrogated. It was suspected to be due to premature battery depletion. The device was explanted and replaced. Patient was stable before, during, and after the procedure.